Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus on getting scope communication error b40 while using video system center in the middle of an unspecified procedure. There was no reports of patient harm associated with the event.

Manufacturer narrative:
The olympus technical assistance center (tac) had provided assistance to the customer on the phone and issue was resolved. Customer was asked to try another video system center and did not get the error. Then customer was asked to plug the one with the one giving error and did not get the error b40. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.